Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was mot provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown head lot # unk. Part # unk/ unknown stem / lot #unk. Part # unk/ unknown cup/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05433, 0001822565-2019-05434, 0001822565-2019-05438.

Event description:
It was reported patient has sustained 2 separate injuries due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time